Event description:
Reportedly, it is impossible to use the smartview connect as a message indicating that the app is not responding is displayed on the screen.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as a message indicating that the application is not responding was displayed on the screen. - analysis of extracted expertise files revealed that the ok button was clicked several times in the last instruction screen, which launched two programs at the same time instead of one. As the next steps could only be treated correctly by one of the two programs, the other one incorrectly considered the pairing as completed, which opened the wrong page in the app and led to the observed crash.

Event description:
Reportedly, it is impossible to use the smartview connect as a message indicating that the app is not responding is displayed on the screen.